Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked on the side. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/08/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked on the side, extending up from the case seal towards the threads. Unrelated to this issue, investigation revealed a broken clip insert on the back of the pump. A test clip was not able to be secured to the pump. (B)(4).